Event description:
It was reported customer was having issues filling two reservoirs. Customer stated it would no click on to the vial, wasn't tight. Customer's spouse stated they put it in the shooter and insulin did come through. Insulin leaked down over the shooter. Customer's blood glucose was 158 mg/dl and then 227 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Two opened/used reservoirs were inspected and no anomalies were noted. Occlusion test was performed and it was determined that the reservoirs were not occluded.